Event description:
Complainant alleged that during a routine shift check of the device by a clinician, upon power up the unit only displayed a dot on the screen. There was no pt involvement in the reported malfunction.